Event description:
The clinician reported that the skin was prepped with iodine (not chlorhexidine). Approximately 10 minutes after the catheter was placed, gentamicin was infused and the patient became severely hypotensive and unresponsive to the usual vasoconstrictors and adrenalin. Immediately after this reaction, the cvc was replaced with one without agb coating. After going into bypass (after 4 liters of fluid was infused), the patient had hemoglobin of 16% and came off of bypass needing large doses of noradrenalin. Subsequently in intensive care the patient had a very oedematous face and throat and was kept intubated for 2 days until the patient stabilized . No further patient complications were reported. Follow-up report will be filed when evaluation is complete.